Event description:
Boston scientific received information that the patient contacted technical services after hearing tones from the device. The patient stated the pattern was consistent with the tones emitted by the device when it has reached its elective replacement indicator. The patient also alleged the device battery depleted earlier than expected. Technical services referred the patient to the clinic or hospital to have the device checked. The field representative was unable to obtain additional information regarding the patient's allegations. All available evidence suggests the device remains implanted.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Additional information was received that the device was explanted four months later.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.